Event description:
Caller alleged discrepant results when compared with a lab. Patient experienced bleeding complications and was admitted to the hospital. Reported results are: inration 1.6, lab >8.0.